Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Cut on outside of mouth [mouth injury]; metal part of oral-b head went into face [face injury]; face swollen [swelling face]; sore on inside-mouth [oral pain]; oral-b head came off and metal part went into face, face swollen [injury associated with device]; oral-b head came off [device breakage]; case description: a male consumer of unspecified age reported on (B)(6) 2016 via social media that when he was brushing his teeth that morning with an oral-b rechargeable toothbrush, version unknown, the oral-b brushhead, version unknown came off, the metal part went into his face, and his face was now swollen. The case outcome was not recovered/not resolved. No further information was provided. On (B)(6) 2016 received consumer's follow-up phone call: the consumer reported that it was still a bit sore on the inside, and he had a cut on the outside of his mouth. He thought he might have to go to the doctor tomorrow. The consumer stated that he was just brushing away and the brush head came off. He stated that the brush head looked fine and he didn't know why it came off; he described that the brush head was light blue, dark blue, and white. The consumer reported that he used the toothbrush twice a day, but had discontinued use on (B)(6) 2016. In order to help relieve the problem, he put a tissue on it. The case outcome remained not recovered/not resolved. No further information was provided.